Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent extralaryngeal anterolateral procedure at levels c5-c6. It was reported that on (B)(6) 2016, approximately 115 months postoperative, cervical spine films revealed some mild heterotopic bone adjacent to the anterior portion of the disc at c5-c6. It was also reported that the position of patient's device was good with the movement in all directions on flexion/extension. No treatment was provided. Site reported that the heterotopic bone was at c5-c6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.